Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device 1); an additional emdr will be submitted to represent the bard/davol perfix plug (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not reported.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). The patient is making a claim for an adverse patient outcome against the perfix plug (devices 1 and 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 1 months post implant of perfix plug, patient was diagnosed with adhesion, inflammation, swelling/edema, fibrosis, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesion and inflammation as possible complications. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b, e3, g1, g3, g6, h2, h3, h6, h10. This supplemental emdr represents the perfix plug (device 1). An additional supplemental emdr was submitted to represent the perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). The patient is making a claim for an adverse patient outcome against the perfix plug (devices 1 and 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1) and excision of cord lipoma. Per operative notes, ¿a small sac is noted and the cord lipoma was dissected free. A large perfix plug (device #1) is choosen to fill the floor and an overlay patch is placed and sutured.¿ on (B)(6) 2012 - patient was diagnosed with left groin pain thereby underwent left groin exploration, lysis of scar tissue and partial explant of perfix plug (device #1). Per operative notes, ¿there was lot of swelling, edema and scarring. Massive amount of scar tissue was lysed and a large portion of the mesh was excised. The mesh was then completely fixed to the epigastric vessels.¿ on (B)(6) 2014 patient was diagnosed with severe left groin pain, scar tissue and entrapped spermatic cord thereby underwent mesh removal, lysis of adhesions and release of entrapped spermatic cord. Per operative notes, ¿the lateral spermatic cord completely entrapped in scar tissue and mesh was released. Portion of the mesh where the patient complaining of pain was removed. Then, the adhesions were taken down on the spermatic cord completely.¿ on (B)(6) 2014 - patient was diagnosed with chronic groin pain thereby underwent left groin exploration with mesh removal, lysis of adhesions and release of spermatic cord from the mesh. Per operative notes, ¿massive amount of adhesions were taken down and removed as much of mesh as possible around the spermatic cord. The spermatic cord was completely distorted and adhered to the posterior portion of the mesh. The posterior portion of the mesh was removed more concerning with femoral vessel.¿ on (B)(6) 2015 - patient was diagnosed with chronic left groin pain and severe testicular pain thereby underwent left groin exploration, removal of mesh, left orchiectomy. Per operative notes, ¿the testicle had extensive fibrosis, the orchiectomy was performed. The internal ring was then closed and removed 90% of the mesh on the floor found with much dense adhesions or fibrosis.¿ on (B)(6) 2016 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿the hernia sac was dissected. The perfix plug (device #2) was rolled and placed over the defect, tacked to the conjoint tendon using protack device covering the defect." On (B)(6) 2018 - patient was diagnosed with right groin pain thereby underwent right groin exploration with the explant of perfix plug (device #2) and primary repair. Per operative notes, ¿the mesh attached with staples were removed carefully. Extracted whole plug and about 90% of the mesh leaving only the patch part that was attached to the pubic tubercle.¿ on (B)(6) 2018 - patient was diagnosed with left groin pain thereby underwent left groin exploration and explant of perfix plug (device #1). Per operative notes, ¿there was a mesh seemed on the prior side that was still attached to the inguinal ligament. Carefully dissected it out and the mesh was explanted in its entirety.¿ attorney alleged that the patient had adhesions, infection, loss of testicle, mesh migration, nerve damage, pain, hernia recurrence and emotional injuries.